Manufacturer narrative:
The subject device is not available to the manufacturer.

Event description:
It was reported that during thromebctomy procedure at right m2 segment of the middle cerebral artery(mca), vessel perforation occurred inside the patient's anatomy. Two passes were performed during the procedure, 1st pass was performed with the subject retriever in conjunction with other company's catheter and the 2nd pass was performed with unknown aspiration catheter. It is unknown at what stage vessel perforation occurred and what devices were related to the event. The physician denied relationship to the subject retriever. No further information is available.

Manufacturer narrative:
Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not returned. Therefore, visual and functional analysis were not performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that vessel perforation occurred during the procedure, but it is unclear whether the subject device was related to the reported event. The reported 'patient vessel dissection' is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, a probable cause of 'anticipated procedural complication' will be assigned to this event.

Event description:
It was reported that during thromebctomy procedure at right m2 segment of the middle cerebral artery(mca), vessel perforation occurred inside the patient's anatomy. Two passes were performed during the procedure, 1st pass was performed with the subject retriever in conjunction with other company's catheter and the 2nd pass was performed with unknown aspiration catheter. It is unknown at what stage vessel perforation occurred and what devices were related to the event. The physician denied relationship to the subject retriever. No further information is available.